Event description:
Indication: chronic obstructive pulmonary disease, unspecified. Pt reports "the blue band on my nebulizer mouth piece is broken. Unknown if any doses were missed. Unknown if device is available for return. Replacement sent. Lot number unknown. Serial number - (B)(6).